Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tajl, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had fallen a ¿few months ago.¿ the healthcare professional noted that the lead was likely damaged as a result of the fall, because the patient was not receiving therapy from their device post-fall. The patient noted that their chiropractor also worked in the area of their implant and the device stopped working after one of their sessions. An impedance check showed impedances of greater than 4000 ohms on all electrodes. The patient had a system revision. During the removal of the old system, the lead fractured and the electrodes remained in the patient. The revision was completed in order for the patient to get therapy back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.